Event description:
Information was received from a healthcare provider (hcp) regarding unknown patients with intrathecal drug delivery pumps. It was reported that the physician has had six other pumps that have stopped at their place. The manufacturer clarified that they had identified a couple of pumps which have failed. No further information was provided and there were no complications reported/anticipated.